Manufacturer narrative:
The allegation that the mattress caused/contributed to the worsening of the patient's pressure sores cannot be verified. A product malfunction has not been identified. Based on available information, the mattress was the incorrect product for the patient's medical needs. The 5185 mattress is not intended to prevent or treat pressure sores. Pressure sores are injuries to skin and underlying tissue resulting from pressure on the skin when resting in a position for an extended period and can occur regardless of the resting surface being used. Development of pressure sores is multi-factorial. In addition to pressure, primary external causes include friction and shear. Individual risk factors also play a key role in increasing the patient's susceptibility; examples include, but are not limited to: patient size, weight, immobility, lack of sensory perception, incontinence, medical conditions affecting blood flow, poor nutrition, and poor hydration. The management, treatment and prevention of pressure sores should be individualized and depends on the patient¿s medical history, risk factors and physical status. In all cases, care is pivotal in pressure sore prevention. Education, clinical judgement, and action-based planning based on vulnerability are fundamental factors in the prevention and treatment of pressure sores. It is very important for the patient to reposition themselves, or to be repositioned, on a regular basis. It is the standard of care that the patient¿s condition should be monitored frequently, and their individualized care plan should be reviewed regularly by caregivers, adjusting for changes in the patient¿s condition and environmental factors. Attempts were made to follow-up with the daughter to obtain additional information about the patient and to verify whether there was any deficiency/malfunction with the mattress. At this time, the daughter has not responded. The mattress was purchased by the customer on (B)(6) 2021. The manufacturing date and manufacturer of the mattress is unknown. This information has been requested but not provided. Should additional information become available, a supplemental record will be filed.

Event description:
The patient's daughter stated that she wanted to return a 5185 mattress that was recently purchased, because her mother had been hospitalized with further skin sores. The daughter was advised that the mattress is not a therapeutic surface, and she stated that it was recommended by the nursing facility that is taking care of her mother. She then hung up before any further information could be obtained.